Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the syringe broke off at the top while using 60 ml bd luer-lok¿ syringe. The syringe broke off at the top, where the syringe luers into the closed system adaptor piece. Failure happened during use with no report of injury or medical intervention.

Manufacturer narrative:
Investigation: investigation summary received one syringe with broken tip. Possible that over torqueing happened when the adaptor was attached. Suggestion - care should be taken when attaching syringe to adaptor, torqueing until the two are snug should be an acceptable attachment. Investigation conclusion: DHR review: (B)(4). Bd was able to confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause - not enough roughness on tip. The smooth tip syringe have more surface area and therefore could get stuck inside other hubs/adapters during application of the syringe. Rationale: as of 7/27/17 roughness spec is 5.1-17 microinch cavity 11 (complaint syringe) readings were measured in 8 locations on tip reading 8.03/10.20/8.74/6.49/6.34/6.55/6.34/7.83 with an average of 7.57. These reading were all in spec and accepted.